Event description:
It was reported the patient (B)(6) lost weight, and as a result, the ipg is superficial and causing discomfort in her ribs. Surgical intervention will take place to address the issue. The ipg device information is unknown at this time.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2015 to relocate the ipg which resolved the issue.

Manufacturer narrative:
Correction: have been updated with the correct device information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.